Event description:
It was reported that a user experienced nocturnal hypoglycemia while using the ilet bionic pancreas with an inset infusion set, with glucose decreasing to 39¿40 mg/dl for an estimated 1.5 hours following a late meal announcement and without subsequent long-acting insulin use. Symptoms included feeling mildly sick to the stomach without dizziness, seizure, loss of consciousness, or need for professional medical intervention. Outcomes included recovery to target range within about 30 minutes after ingestion of cookies and juice, and no hospitalization. Investigation included complaint handling, review of user-reported history, and troubleshooting and education regarding meal announcements near bedtime early in therapy. Investigation of this case revealed no device alerts or alarms and that backup carbohydrate therapy corrected the event. It was concluded that the event was consistent with hypoglycemia of unclear cause without device malfunction, with user education provided regarding meal timing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.